Manufacturer narrative:
The device is unavailable and therefore an engineering evaluation cannot be performed. However, a review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. An imaging evaluation is in process. Medwatch report number 2017233-2012-00838 has been sent to address the second device involved in this procedure.

Event description:
It was reported the physician implanted a 25mm and a 30mm gore helex septal occluder. The patient presented with two asds, balloon sized to 11mm and 18mm. The 25mm device was implanted in the 11mm defect. The 30mm device was implanted in the 18mm defect. The right disc of the 30mm device did not appear to have optimal apposition; however, echocardiographic imaging confirmed complete closure of the defects, and the devices were left in place. One day following the implant, it was noted the right disc of the 30mm device was touching the tricuspid valve. The physician removed both devices and the defects were closed surgically.